Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that facility under construction. A field service engineer (fse) confirmed that someone cut one of the network cables and information technology (it) fixed the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no patients were visible on the device. The customer stated that the issue occurred intermittently. Review of rss indicated that the device had been offline for approximately 15 days. Troubleshooting was performed, including a device reboot and verification of network cable connections; however, the issue persisted and no patients were displayed on the station. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.